Event description:
Complainant alleged that during a routine shift check by a clinician, the device was not powering up normally and the "screen looked abnormal". When the clinician attempted to insert the multi-function cable into the port with the device in monitor mode, there was a spark, the emt received a minor shock, and the device powered down. The complainant indicated that the alleged shock is belived to have been a minor electrical shock, possibly as a result of static build-up. The clinician did not seek or receive treatment and did not suffer any lingering after effects from the alleged shock. The complainant further indicated that the emt is "fine". After the above incident the device would not power up in any mode.